Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress urinary incontinence and uterine enlargement. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation and menorrhagia (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("cramping daily"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("constipation"), micturition urgency ("urgency"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), alopecia ("hair loss"), pain ("left side pain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, menorrhagia, abdominal distension, dyspareunia, genital haemorrhage, vaginal haemorrhage, allergy to metals, migraine, vaginal discharge, fatigue, weight increased, constipation, micturition urgency, paraesthesia, hypoaesthesia and alopecia outcome was unknown and the headache, pain and nausea had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, constipation, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, micturition urgency, migraine, nausea, pain, paraesthesia, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion current weight as of (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 130 lbs. (B)(6) 2016, us pelvis complete (nonobstetric) reason for exam uterine enlargement diagnoses: uterine enlargement. (B)(6) 2016, us pelvis, transvaginal reason for exam uterine enlargement diagnoses: uterine enlargement. 17-mar-2016, urine culture, routine result: single organism less than 10,000 cfu/ml isolated. These organisms, commonly found on external and internal genitalia, are considered colonizers. (B)(6) 2016, abdomen 1 view clinical history; pelvic pain, locate essure coil. Impression; essure coils are demonstrated in the distribution of both fallopian tubes. (B)(6) 2016 pathology report, final diagnosis: fallopian tubes, salpingectomies bilateral fallopian tubes with metallic coil devices in situ; histologically unremarkable. Gross description: both fallopian tubes show a coiled metallic wire within the lumen, consistent with an essure sterilization device. Representative sections from each fallopian tube are submitted separately. Findings: normal female pelvic anatomy with the fallopian tubes having essure coils in place. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Event abnormal bleeding (menorrhagia) was clubbed with previously reported events. Events allergy to metals, alopecia, constipation, fatigue, genital haemorrhage, headache, hypoaesthesia, micturition urgency, migraine, nausea, pain, paraesthesia, vaginal discharge, vaginal haemorrhage and weight increased were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/one of the essure devices looked slightly out of place or bent"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one of the essure devices looked slightly out of place or bent". The patient's medical history included pregnancy. *current weight as of (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 130 lbs. (B)(6) 2016, us pelvis complete (nonobstetric). Reason for exam uterine enlargement. Diagnoses: uterine enlargement. (B)(6) 2016, us pelvis, transvaginal. Reason for exam uterine enlargement. Diagnoses: uterine enlargement. (B)(6) 2016, urine culture, routine. Result: single organism less than 10,000 cfu/ml isolated. These organisms, commonly found on external and internal genitalia, are considered colonizers. (B)(6) 2016, abdomen 1 view clinical history; pelvic pain, locate essure coil. Impression; essure coils are demonstrated in the distribution of both fallopian tubes. Concurrent conditions included stress urinary incontinence, uterine enlargement, gravida I, palpitations, back pain, abdominal pain and vertigo. Concomitant products included ibuprofen (motrin). In 2014, the patient experienced paraesthesia ("tingling"), hypoaesthesia ("numbness") and nervous system disorder ("neurological conditions or problems- type"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("cramping daily"), abdominal distension ("bloating"), genital haemorrhage (seriousness criterion medically significant), unevaluable event ("urgency"), pain ("left side pain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, abdominal pain lower, abdominal distension, dyspareunia, genital haemorrhage, vaginal haemorrhage, allergy to metals, migraine, vaginal discharge, constipation, unevaluable event, paraesthesia, hypoaesthesia, alopecia, dysmenorrhoea, abdominal pain, back pain and nervous system disorder outcome was unknown, the headache, pain and nausea had resolved and the fatigue and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, constipation, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, nervous system disorder, pain, paraesthesia, unevaluable event, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. The procedure was successful but one of the essure devices looked slightly out of place or bent. Pathology test - on (B)(6) 2016: result: final diagnosis: fallopian tubes, salpingectomies bilateral fallopian tubes with metallic coil devices in situ; histologically unremarkable. Gross description: both fallopian tubes show a coiled metallic wire within the lumen, consistent with an essure sterilization device. Representative sections from each fallopian tube are submitted separately. Findings: normal female pelvic anatomy with the fallopian tubes having essure coils in place.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, fatigue, weight gain, headache, constipation, tingling, numbness, migraine. Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received. Following events were added: abdominal pain, back pain, neurological conditions or problems- type and one of the essure devices looked slightly out of place or bent. Event onset date were added. Event outcome added for fatigue and weight gain. Concomitant drug added. Event clubbed: migration/one of the essure devices looked slightly out of place or bent. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Concurrent conditions included stress urinary incontinence, uterine enlargement, gravida I, palpitations, back pain, abdominal pain and vertigo. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("gastrointestinal or digestive system condition type: constipation"), paraesthesia ("tingling"), hypoaesthesia ("numbness") and alopecia ("hair loss"). On (B)(6)2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("cramping daily"), abdominal distension ("bloating"), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), headache ("headaches"), unevaluable event ("urgency"), pain ("left side pain"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, abdominal pain lower, abdominal distension, dyspareunia, genital haemorrhage, vaginal haemorrhage, allergy to metals, migraine, vaginal discharge, fatigue, weight increased, constipation, unevaluable event, paraesthesia, hypoaesthesia, alopecia and dysmenorrhoea outcome was unknown and the headache, pain and nausea had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, constipation, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, pain, paraesthesia, unevaluable event, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion current weight as of on (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 130 lbs. On (B)(6) 2016, us pelvis complete (nonobstetric). Reason for exam uterine enlargement. Diagnoses: uterine enlargement. On (B)(6) 2016, us pelvis, transvaginal. Reason for exam uterine enlargement. Diagnoses: uterine enlargement. On (B)(6) 2016, urine culture, routine. Result: single organism less than 10,000 cfu/ml isolated. These organisms, commonly found on external and internal genitalia, are considered colonizers. On (B)(6) 2016, abdomen 1 view. Clinical history; pelvic pain, locate essure coil. Impression; essure coils are demonstrated in the distribution of both fallopian tubes. On (B)(6) 2016 pathology report. Final diagnosis: fallopian tubes, salpingectomies bilateral fallopian tubes with metallic coil devices in situ; histologically unremarkable. Gross description: both fallopian tubes show a coiled metallic wire within the lumen, consistent with an essure sterilization device. Representative sections from each fallopian tube are submitted separately. Findings: normal female pelvic anatomy with the fallopian tubes having essure coils in place. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, fatigue, weight gain, headache, constipation, tingling, numbness, migraine. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs and mr received: reporter added. Event dysmenorrhea added. Event onset dates added. Concomitant and historical diseases added. Auto-narrative supplement added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/one of the essure devices looked slightly out of place or bent'), menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), uterine perforation ('the first time my uterus was perforated by an intern') and pregnancy with contraceptive device ('so I got pregnant') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "one of the essure devices looked slightly out of place or bent". The patient's medical history included pregnancy. Current weight as of (B)(6) 2018: 160 lbs. Approximate weight at the time of essure placement 130 lbs. (B)(6) 2016, us pelvis complete (nonobstetric) reason for exam uterine enlargement diagnoses: uterine enlargement. (B)(6) 2016, us pelvis, transvaginal reason for exam uterine enlargement diagnoses: uterine enlargement. (B)(6) 2016, urine culture, routine result: single organism less than 10,000 cfu/ml isolated. These organisms, commonly found on external and internal genitalia, are considered colonizers. (B)(6) 2016, abdomen 1 view clinical history; pelvic pain, locate essure coil. Impression; essure coils are demonstrated in the distribution of both fallopian tubes. Concurrent conditions included stress urinary incontinence, uterine enlargement, gravida I, palpitations, back pain, abdominal pain and vertigo. Concomitant products included ibuprofen (motrin). In 2014, the patient experienced paraesthesia ("tingling"), hypoaesthesia ("numbness") and nervous system disorder ("neurological conditions or problems- type"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("cramping daily"), abdominal distension ("bloating"), genital haemorrhage (seriousness criterion medically significant), unevaluable event ("urgency"), pain ("left side pain"), nausea ("nausea"), uterine perforation (seriousness criteria medically significant and intervention required), groin pain ("left groin pain") and mood swings ("I have mood swings"), was found to have hormone level abnormal ("hormonal changes") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, abdominal pain lower, abdominal distension, dyspareunia, genital haemorrhage, vaginal haemorrhage, allergy to metals, migraine, vaginal discharge, constipation, unevaluable event, paraesthesia, hypoaesthesia, alopecia, dysmenorrhoea, abdominal pain, back pain, nervous system disorder, uterine perforation, groin pain, mood swings, hormone level abnormal and pregnancy with contraceptive device outcome was unknown, the headache, pain and nausea had resolved and the fatigue and weight increased was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, constipation, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, hormone level abnormal, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pain, paraesthesia, pregnancy with contraceptive device, unevaluable event, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram on (B)(6) 2014: results: total bilateral occlusion. The procedure was successful but one of the essure devices looked slightly out of place or bent. Pathology test on (B)(6) 2016: result: final diagnosis: fallopian tubes, salpingectomies bilateral fallopian tubes with metallic coil devices in situ; histologically unremarkable. Gross description: both fallopian tubes show a coiled metallic wire within the lumen, consistent with an essure sterilization device. Representative sections from each fallopian tube are submitted separately. Findings: normal female pelvic anatomy with the fallopian tubes having essure coils in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, fatigue, weight gain, headache, constipation, tingling, numbness, migraine. Concerning the injuries reported in this case, the following one were reported from social media report : the first time my uterus was perforated by an intern, left groin pain, I have mood swings, hormonal changes, so I got pregnant, device ineffective. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: new events were added: the first time my uterus was perforated by an intern, left groin pain, I have mood swings, hormonal changes, so I got pregnant, device ineffective. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("cramping daily"), menorrhagia ("menorrhagia"), abdominal distension ("bloating") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower, menorrhagia, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device dislocation, dyspareunia and menorrhagia to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.